Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient died due to an unknown cause. It was not reported if an autopsy was reported. No additional information is available.

Manufacturer narrative:
(B)(4). An event history log review and sample evaluation will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported death. A follow-up report will be submitted if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.